Manufacturer narrative:
The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 21mm 2700 aortic valve implanted for approximately 14 years underwent a valve-in-valve procedure due to unknown reasons. The procedure was performed with a non-edwards valve in 2018. No additional information was provided.

Event description:
It was reported that a patient with a 21mm 2700 aortic valve implanted for 14 years and 4 months underwent a valve-in-valve procedure due to degeneration with severe calcification and severe stenosis. Patient presented with symptomatic aortic stenosis, dyspnea on exertion and chest pain. The procedure was performed successfully with a non-edwards 23mm porcine valve via transfemoral approach. The patient tolerated the procedure well and was transferred to the cardiothoracic ICU in stable condition.

Manufacturer narrative:
Updated sections: a4, b5, b6, b7, d4 expiration date, e1, h4, h6 component codes, health effect - clinical code, device code(s), type of investigation, investigation findings, and investigation conclusions. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Through further investigation, it was determined that the root cause of this event was most likely due to patient related factors.